Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00999. It was reported the patient is not receiving effective therapy due to high impedances. As a result, the leads were explanted and replaced. Effective therapy has been restored